Manufacturer narrative:
This supplemental report was submitted to provide clarification to the initial report (h10) that the device will not be evaluated as the user facility traded the scope in for a 190 series scope. Therefore, further investigation on the scope cannot be performed. Additionally, the endoscopy support specialist's in-service and observation found no deviation from the reprocessing steps that are stated in the olympus manual. No recommendations were given as this customer is following the correct protocol for reprocessing of their olympus scopes. Based on the information, the cause of the reported event cannot be determined.

Manufacturer narrative:
The user facility returned the subject scope to olympus as a trade-in for a new 190 series scope in december, 2018. The device was received on 10/26/2019 from storage for investigation. Final disposition of the device is pending completion of the device evaluation. As part of our investigation, an endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. A review of the subject scope's history records indicated the scope was purchased on march 3, 2008 and was last repaired on july 13, 2018. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The manufacturer was informed that on july 31, 2019, a colonoscopy procedure was performed on a patient who was subsequently diagnosed with creutzfeldt-jakob disease (cjd). The user facility reported the patient recently died from the creutzfeldt-jakob disease (cjd). The user facility returned the subject scope to olympus as a trade-in for a new 190 series scope in december, 2018.